Event description:
It was reported the subject device had a signal loss and a connection error displayed. The event was identified during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The device evaluation found crack on the rear cover holder and a failed leak test. Based on the results of the investigation, it is likely the following led to the malfunction: defective cable unit caused the communication error and signal loss. A definitive root cause of the defective cable failure could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had a signal loss and a connection error displayed. The event was identified, during reprocessing. There were no reports of patient involvement.